Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia after an occlusion alarm on the infusion set, which resolved after a supply change, with a documented peak glucose of 290 mg/dl while continuing ilet use. Symptoms included elevated blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis, and ketones were checked. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included user troubleshooting and education, assessment of the infusion site, and follow-up to confirm device and site condition. Investigation of this case revealed no abnormalities at the infusion site and no bent cannula, and the event was consistent with an infusion set occlusion that resolved after replacing supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion with use error not indicated.